Event description:
It was reported that the external pulse generator had a crack in its display screen and its battery door. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the liquid crystal display (lcd) being cracked, however it did confirm that the battery drawer was broken, as well as contaminated. Analysis did find that the lcd lens was broken, and that the lcd had bleeding pixels, and that the upper case, battery release, side bail covers and side bails were contaminated, that the lower case was broken and contaminated, that the lead flex cover and battery flex were corroded and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a crack in its display screen and its battery door. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.